Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead became stuck in the tricuspid apparatus during the implant procedure. The lead was not able to be removed. As a result, the lead was surgically abandoned. No adverse patient effects were reported.